Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels 400 mg/dl. Customer¿s current blood glucose level was 226 mg/dl. Customer was visited to doctor. Drive support cap was normal. Customer stated that there was no air bubble and leak. Customer was alleging insulin pump for under delivering because customer had high blood glucose level. The insulin pump will not be returned for analysis.